Manufacturer narrative:
The product samples were not returned for analysis. Results from product history record review indicated that all products identified with this event met release criteria. There have been no other complaints reported in the lot numbers. There was no serial number provided for the accurus 200ps system. Add' info has been requested.

Event description:
A surgeon reported a pt who presented with endophthalmitis 48 hours following intraocular lens (iol) implant surgery. The pt was treated with medications and a posterior vitrectomy was performed. Cultures from the conjuctiva and anterior chamber were negative. The surgeon reported that several surgical products were used during the initial surgery, but he does not think they are the cause of the reported endophthalmitis. The surgeon has not identified a probable cause. Add'l info has been requested.